Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported through the medication safety officers forum customer has had events with recurrent 10 fold dose epinephrine programming errors. As a result, customer has adjusted the the guardrails soft max dose limit to1 mcg/kg/min. As a result customer has seen an uptick in soft limit max overrides but also has seen a significant increase in potential error catches. There was no information on patient involvement or patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported through the medication safety officers forum customer has had events with recurrent 10 fold dose epinephrine programming errors. As a result, customer has adjusted the guardrails soft max dose limit to1 mcg/kg/min. As a result customer has seen an uptick in soft limit max overrides but also has seen a significant increase in potential error catches. There was no information on patient involvement or patient impact.